Event description:
It was reported that during intra-aortic balloon (iab) therapy, the console generated a check iab catheter alarm and blood was seen in the helium tubing. The patient was mid-heart transplant with an open chest and the cannula for va ECMO. The iab was removed and replaced with a new one to continue therapy. The patient had remained stable for approximately two hours without iab therapy. It was later reported that several minutes after inserting the second iab, the console generated a check iab catheter alarm. The console was switched out with a different one, but the same issue occurred. Physicians were at bedside. They were advised to drop the augmentation control and press the iab fill key. This was attempted several times and augmentation was dropped close to 50 percent without relief of the alarm. There were no visible kinks in the catheter and no blood in the tubing at the time. The insertion site was right femoral. The customer was advised that the physician might attempt manipulating with a gloved hand the hub of the sheath, or pressing down on the hub while pressing the start key. A slight ¿hip shift¿ with a towel or small pillow to change or manipulate any possible kink in the catheter was also suggested. Standby time was 10 minutes at the end of the call. It was later reported approximately two and a half hours later that the iab had recently been removed after blood was seen in the helium tubing. Another iab was not placed and the patient was being sent for CT. There was no patient harm or adverse event reported. This report is for the second iab used in this event. A separate reported will be sent for the first iab.

Manufacturer narrative:
Initial reporter occupation: administrator/ supervisor, nurse manager. Additional reporter name: (B)(6). The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Complaint record ID # (B)(4).

Event description:
N/a.

Manufacturer narrative:
The product was returned with the membrane completely unfolded with blood on the exterior and interior of the catheter and between the catheter and the returned maquet sheath. The extender tubing was also returned. A catheter tubing/inner lumen kink was observed at approximately 64.8cm from the iab tip. An underwater leak test of the balloon, catheter, y-fitting and extracorporeal tubing was performed and a leak was detected on the membrane approximately 2cm from the rear seal and measuring approximately 0.01cm in length. A 0.025" laboratory guidewire was inserted through the inner lumen and was found to be occluded with dry blood. Occlusion cleared and obstruction was felt at the kink location. The reported problem was most likely triggered by the leak found on the membrane. Under magnification, a whitish patch was observed around the leak. This whitish patch is the typical appearance of an abrasion mark caused by a calcified plaque in the aorta. The evaluation confirmed the reported problem. A lot history record review was completed for the reported product. No nonconformances were found that are considered to be related to the event. Reference complaint#: (B)(4).

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.complaint record ID # (B)(4).